Event description:
It was reported that during implant, one of the left ventricular (lv) lead vectors had a high out of range impedance measurement. It was thought that the lead may not be fully inserted. The physician unplugged the whole device and reinserted the leads. This yielded better measurements. The pocket was then closed, and the procedure was completed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.